Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report problems with sensors and high blood glucose levels. The customer stated she was a brittle diabetic. The customer's blood glucose level was 547 mg/dl. The customer treated with the insulin pump. The customer charged the transmitter for 8 hours and the light blinked green. The customer was informed that maybe minilink was not working. Customer also reported that the sensor came apart and the needle became detached. The customer's sensors were replaced and will be returned for analysis.